Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation; visual examination of the photo revealed the needle cannula was separated from the hub. A small portion of hub was connected to the needle cannula. The sample contained significant signs of use in the form of biological material. However, a full visual examination could not be performed as no sample was returned for analysis. The customer report of a broken and separated introducer needle was confirmed by visual examination of the customer supplied photo. The needle cannula appeared separated and contained a small portion of hub. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the cvc placement was difficult. The subclavian vein was successfully punctured and the needle hub broke and separated from cannula.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the cvc placement was difficult. The subclavian vein was successfully punctured and the needle hub broke and separated from cannula.